Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and drinking lots of water. Reportedly, the customer had been using cold insulin, and not removing air from cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer changed the cartridge to resolve the occlusion.